Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
The wife of a patient called to report her husband received a cypher stent in the circumflex artery in 2007. Approx 2 weeks post-procedure, the patient experienced fatigue and tiring easily. Approx 8 months after the index procedure, the patient experienced chest pain and was admitted to the hospital. A stress test was performed and was normal. In 2008, the husband experienced chest pain and was admitted to the hospital. A taxus stent was deployed in the same area as the cypher stent. The physician is aware of the events and the outcome of the events is unk.